Manufacturer narrative:
The initial reporter's last name that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer had difficulty in draining water & difficulty in filling water during pre-test. Sterile water could not be drained also could inject only about 9 ml of water.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer had difficulty in draining water & difficulty in filling water during pre-test. Sterile water could not be drained also could inject only about 9 ml of water. As per follow up information received via ibc on (B)(6) 2025, stated that, the event indicated only sterile water did not drain from the foley catheter.